Manufacturer narrative:
Investigation: bd has been provided a blister without a needle for catalog 303129 lot 190906 and a bottle of rapidocain to investigate for this record. Visual examination of the bottles shows no particle was observed. Unfortunately, as a result, bd was unable to verify the reported issue. The device history review showed no evidence, abnormalities and no issues during the needle manufacturing related to coring effect. This coring effect is unlikely to be caused by poor or insufficient de-burring process of the cannula. Visual examination is completed as part of bd fraga's cannula incoming inspection where measurements and penetration tests are performed. The stopper and the technique used to penetrate the vial cannot be excluded to play a role and have some potential implication in the coring effect issues. Since most of the needles have a short bevel like the reported one, the needle should penetrate the stopper at 90ºc to avoid having coring effect.

Event description:
It was reported that bd blunt fill needle had foreign matter in it. This was discovered during use. The following information was provided by the initial reporter: after piercing and applying local anaesthetic, a small red rubber plug was seen floating freely in the remaining liquid in the glass ampoule.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd blunt fill needle had foreign matter in it. This was discovered during use. The following information was provided by the initial reporter: after piercing and applying local anaesthetic, a small red rubber plug was seen floating freely in the remaining liquid in the glass ampoule.